Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead sensing issue as it was not counting beats correctly due to the patient's atrial flutter causing a high heart rate. The device was reprogrammed and remains implanted. There were no patient complications reported as a result of this event.